Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, it was observed that software version is outdated. The investigation is ongoing and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus that the plug (¿where jack portion/ pigtail plugs¿) on their evis exera iii vdeo system center was broken. The reported issue was observed while preparing the device for use. Inspection and testing of the returned device found a defective circuit board. There were no reports of patient or user harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.